Event description:
Infection; patient states "I had a hematoma during the operation, lost a lot of blood on the date of my operation ((B)(6) 2011) and since have had constant urine infections, am still on antibiotics ( 3 weks to date) and still have the infection.

Manufacturer narrative:
The device remains implanted; thus, no evaluation has been performed. Follow-up #1: additional information was received from the implanting physician. He described that the patient had a small amount of vaginal bleeding for less than 4 hours, which is normal for this kind of procedure. The surgeon states that the patient did not have a haematoma, and the surgery was "routine." The physician states that the patient wanted a sling so he explained the benefits given the incontinence she was suffering; however, the patient now indicates to the physician that she has an issue with a foreign body implanted in her. The patient has been to 4 hospitals in (B)(6) area since her operation asking to have her sling removed, although the implanting physician and colleagues at other hospitals see no clinical reason to remove a sling that is working. Device still implanted.

Event description:
Infection; patient states "I had a hematoma during the operation, lost a lot of blood on the date of my operation ((B)(6) 2011) and since have had constant urine infections, am still on antibiotics (3 weeks to date) and still have the infection."

Manufacturer narrative:
The device remains implanted; thus, no evaluation has been performed. Device still impanted.